Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection the subject liner was returned in used condition with damages consistent with the reported implantation attempt. Minor gouging damage on the locking feature indicates debris was present between the mating faces of the liner and shell during insertion and attempted locking. Functional inspection an accurate functional inspection cannot be performed due to the damage to the locking features from the implantation attempt. Dimensional inspection: an accurate dimensional inspection cannot be performed due to the damage to the locking features from the implantation attempt. The investigation determined the likely root cause of the event to be debris trapped between the mating faces of the liner and shell during insertion and attempted locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that surgeon was implanting acetabular liner into trident cup and it would not seat/lock. After multiple tries and various methods to ensure clean, clear locking mechanism, surgeon became concerned product was not going to work. A new liner was opened and seated and locked into place on first try. Total left hip.

Event description:
It was reported that surgeon was implanting acetabular liner into trident cup and it would not seat/lock. After multiple tries and various methods to ensure clean, clear locking mechanism, surgeon became concerned product was not going to work. A new liner was opened and seated and locked into place on first try. Total left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information has been requested and if received, will be provided in the supplemental report.